Event description:
The lay user/patient contacted lfs in 2009, alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to contact mss to obtain further clinical information. The patient mentioned that sometime on the same day at 8:00am, she attempted to test her blood glucose and the meter would not power on. She did not take any medication after attempting to use the meter. Approximately 1.5 hours later, the patient developed symptoms which consisted of feeling dizzy, shaky and can't see. The patient did not treat herself or seek any medical attention. The patient was not tested on another device. This is not the first time that the product is being used. The meter would not power on by either inserting a test strip into the meter or by pressing the power button. The patient was using the correct test strips. Battery needs to be replaced; however. The patient did not have replacement battery. Issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since the patient alleged that due to the reported issue, she was unable to obtain a blood glucose reading and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.